Event description:
The customer reported the ventilator was alarming due to a pressure sensor failure. The customer reported the device was not in use on a patient. As reported, pressure sensor failure may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The manufacturers field service engineer evaluated the device and verified the reported problem. The service engineer replaced the data acquisition pcb and motor controller pcb to correct the reported problem. The service engineer performed all applicable final testing per operating specifications.